Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Neither the analysis of the lead nor the analysis of the ICD revealed any sign of a material or mfg problem.

Event description:
Ous MDR - this device was explanted due to inappropriate shock after an implantation time of about 34 months.